Event description:
The pump was returned. The return paperwork indicated that the pump was replaced for ¿normal battery replacement.¿ the pump eri (elective replacement indicator) was 6 months. The pump was delivering baclofen. The pump underwent routine analysis.

Manufacturer narrative:
Concomitant products: product ID 8709 lot# l81637, implanted: (B)(6) 2000, product type catheter. (B)(4). Analysis of the pump revealed high battery resistance.